Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery and motor position alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Pump received with cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and customer was able to complete the rewind sequence however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.